Manufacturer narrative:
A siemens headquarters support center reviewed the instrument data and did not find any reagent level sense, sample level sense or mechanical issues. The cause of the discordant, falsely elevated hcg result on one patient sample is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting lower. The second repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated hcg result.

Manufacturer narrative:
The initial MDR was filed on 06-mar-2018. Additional information (18-apr-2018): a siemens customer service engineer was dispatched to the customer site. After analyzing the instrument, the cse replaced the no-break battery and adjusted the horizontal mechanical positions of the instrument. The cause of the discordant, falsely elevated human chorionic gonadotropin result on one patient sample is unknown. Method, result and conclusion codes have been updated.

Manufacturer narrative:
The following information was filed with the FDA on 31-aug-2018 under the incorrect manufacturer report number of 2432235-2017-00015_s2: siemens filed the initial MDR 2247117-2018-00015 on 06-mar-2018 and the first supplemental MDR 2247117-2018-00015_s1 on 03-aug-2018. Corrected information (07-aug-2018): MDR 2247117-2018-00015_s1 indicated that the customer service engineer (cse) replaced the no-break battery and adjusted the horizontal mechanical positions of the instrument during the service visit on 18-apr-2018. The cse replaced the no-break batteries on 27-apr-2018 and adjusted the horizontal mechanical positions of the instrument on 19-apr-2018. Based on correspondence with the united states FDA from 03-aug-2023 through 04-aug-2023, this report is being refiled under the correct manufacturer report number.